Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified. Observed rupture on the device. Observed red particles in the gel.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.